Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15207. The pt has two leads (from different lots) implanted as part of her scs system. It was reported subsequent to a fall, the pt experienced stabbing and piercing pain near the lead insertion site. The pt indicates she stopped using her scs system due to the pain. X-rays were ordered and indicated the right lead (it is unk which of the two implanted leads is the right, both are being reported) had migrated. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.